Event description:
It was reported that on (B)(6) 2023 an amplatzer amulet left atrial appendage occluder was implanted utilizing a 12f delivery system. During the case, there was an acute pericardial effusion of 10mm in the apex. Pericardiocentesis was performed to treat the effusion. The patient was reported to be healthy. The patient remained hemodynamically stable throughout the procedure. The patient's activated clotting time (act) level remained at 315 during the procedure. Heparin was administered during the procedure. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023 an amplatzer amulet left atrial appendage occluder was implanted utilizing a 12f delivery system. During the case, there was an acute pericardial effusion of 10mm in the apex. Pericardiocentesis was performed to treat the effusion. In phyisican's opinion the effusion was caused by the boston scientific amplatz extra stiff guidewire. The patient was reported to be healthy. The patient remained hemodynamically stable throughout the procedure. The patient's activated clotting time (act) level remained at 315 during the procedure. Heparin was administered during the procedure. There was no clinically significant delay.

Manufacturer narrative:
An event of an acute pericardial effusion requiring pericardiocentesis was reported. Information from field indicated that the effusion was caused by the non-abbott guidewire. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the root cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.